Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 was jammed and consistently failed. The drawer was intermittently recoverable; however, this was a recurring issue. At present, the drawer was showing failed to stay closed and would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that position sensor in drawer was not registering. A field service engineer (fse) shut down the device and replaced the position sensor in drawer 2.2, confirming no issues with drawer 2.1. A scraping noise was identified and resolved by adjusting the sensor on the back left side of drawer 2.1. The device was rebooted and tested functionality. The system functioned as intended after the field service engineer repaired the device.